Event description:
It was reported during an unidentified ablation procedure; the patient received a second degree burn. To date no further information regarding this event is available. This device has not been received for evaluation; therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. Attempts to obtain further details regarding the circumstances of this event have been unsuccessful. Should further details become available, a supplement medwatch report will be filed under the appropriate sequence number. No malfunction of this device was reported. User technique may have contributed to this event. However, co is unable to determine the exact cause for this event. The co's directions for use state: "warning! The use of proper placement of dispersive electrodes (return pads) is a key element in the safe and effective use of monopolar electrosurgery, particularly in the prevention of burns...use four pads and connect the return pad plug to the rf 2000 generator return receptacles, placing two pads on each leg...be sure not to orient the pads improperly or to misalign the top edge of the pads."